Event description:
It was reported that during the procedure, after performing balloon dilatation with an unspecified balloon dilatation catheter, a dissection was noted. To treat the dissection, a 4.0x60/135 xpert stent self-expanding stent system was advanced without resistance onto an unspecified guide wire and to a 100% stenosed, heavily calcified de novo lesion in the totally occluded, non-heavily tortuous popliteal vessel. When attempting to release the stent by retracting the outer sheath, while the tuohy borst valve was able to be completely turned, the sheath was unable to be retracted at all and the stent did not deploy. While retracting the undeployed xpert stent system without resistance, the tip of the xpert stent system became stuck in a non-abbott hemostatic valve of the introducer, releasing the stent. All devices, with the exception of the guide wire were removed as a single unit. Another xpert was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The difficulty deploying the stent and difficulties removing the device could not be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).